Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the data showed the battery is approaching the indicator signifying that it is time for device replacement. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The inappropriate therapy was due to oversensing, not noise.

Manufacturer narrative:
Concomitant medical products: 6947m-62 lead implant date: unknown; 4194-78 lead implant date: unknown; 5076-45 lead implant date: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate high voltage therapy from the right ventricular (rv) lead due to noise. The lead was capped and replaced. The cardiac resynchronization therapy defibrillator (crt-d) was also reportedly explanted and replaced due to short battery life. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.